Event description:
A patient whose anatomy was considered suitable for endovascular repair underwent evar in 2009. The procedure was conducted as labeled. As planned, the left internal iliac artery was coil embolized and then an iliac graft was placed in the left external iliac artery. The confirmatory angiography showed thrombosis in the stent placed in the left external iliac artery and showed decreased blood flow. This led to decreased blood pressure. Using another manufacturer's balloon, the thrombus was removed and the blood flow as well as the blood pressure in the left external iliac artery were improved. The physician commented that the act value was at a low level of 180-200, which represented the condition vulnerable to thrombosis formation. He also stated that although he tried to increase the value by adding more heparin during the procedure, that because the patient was large, it was not effective. Patient outcome is unknown.

Manufacturer narrative:
Evaluation: still under investigation.